Event description:
It was reported that during check, the cardiosave intra-aortic balloon pump (iabp) units device is not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) stated that biomed abdulaziz swapped a pair of batteries. After letting new batteries set over night batteries did not charge. Fse resolved the issue by replacing power management board and verified unit charged new batteries. Fse then verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. No patient involvement.the defective components were received for further investigation. Please refer to the root cause evaluation field for details. The power management board, was observed per the cardiosave service manual with visual damage. Power management board was observed to be shorted and (burnt component) verified. Part was unable to be tested with the observance of a defective component. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. Part is no longer going back to the supplier, as the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. The final investigation has been completed. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.